Event description:
Boston scientific received information that this patient was receiving tens treatment at a chiropractor. During the treatment the patient passed out and received two shocks from their device. The patient reports the device was interrogated following the incident. Additional information from sales representative states that they were never made aware of this event. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.